Event description:
The customer stated that the architect c16000 analyzer has been generating incorrect sodium results of <100 mmol/l and creatinine results of <20 mg/dl. Upon repeating the results are normal. No specific pt data was provided.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.